Event description:
Customer alleges severe skin reaction following use of tegaderm on right hip bone graft incision following spinal surgery (B)(6) 2013. Customer reported 3 days following surgery she developed a 4 inch area of bright read skin around right hip incision. She reported the area of bright red skin enlarged to about 6 inches around incision and developed blisters and drainage. She reports she was prescribed silvadene cream, keflex and prednisone for treatment of the skin reaction. Customer reports the area is beginning to heal.

Manufacturer narrative:
Product label currently states ways to prevent skin irritation or skin trauma. Precautions: stop any bleeding at the site before applying the dressing. Do not stretch the dressing during application as tension can cause skin trauma. Make sure the skin is clean, free of soap residue and lotion and allowed to dry thoroughly before applying the dressing to prevent skin irritation and to ensure good adhesion. The dressing may be used on an infected site, only when under the care of a healthcare professional. Antimicrobial ointments containing polyethylene glycols may compromise the strength of the tegaderm hp transparent film dressings. Tegaderm transparent dressings should not be re-sterilized by gamma, e-beam or steam methods.